Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited loss of capture. Further lead evaluation was suggested; no changes or interventions were performed. There were no patient consequences.